Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
Customer¿s blood glucose (bg) level ranged from 426 mg/dl to"high"; although specific value was not provided. Cause was not known. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.